Event description:
Patient complained of burning at edge of veniguard dressing. Upon examination, noted small blisters and redness where solid white adhesive area of veniguard touched the skin. Veniguard removed. No previous allergies noted. Reporting for tracking purposes since we have had more than one similar event relating to this IV catheter dressing. I am in receipt of your letter dated september 18, 2008 providing halifax health with a summary of your evaluation of the concerns communicated to your company and the FDA, regarding the skin reactions that occurred to two children whose IV sites were covered with veni-gard jr. I must say, the processes you described using to conduct your investigation as well as, the conclusions that were provided would be comical if not for the fact that two children experienced local reactions to the product and required treatment to heal the blistered/burn-like injuries that formed after veni-gard jr was applied. After admittedly not conducting any meaningful investigation you wrote: "the unconfirmed possible cause is suggested as improper preparation prior to the application of the device." Despite the fact that this statement is nonsensical, gibberish, it appears that you are providing a (non-substantiated) opinion on the cause of the skin reactions - failure to properly prep the skin. "Suggested", "unconfirmed", and "possible cause" relating to proper skin prep prior to applying the veni-gard jr suggests that your company has provided education or directions on skin preparation prior to applying veni-gard jr. However, I was unable to locate any skin preparation instructions on the product's packaging or your web-site. The staff who use the product, deny being provided any specific education by your company representative, on skin preparation. In the interest of patient safety, please advise me what the pre-skin preparation instructions are and how they were and continue to be communicated to the end-users of your product. See scanned page.